Event description:
It was reported that this pacemaker battery appeared to have depleted sooner than expected. Data analysis confirmed that the power consumption has been increasing steadily over the past year. Device replacement was recommended. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
This product has been returned and device evaluation was completed.

Event description:
Additional information was reported indicating that this pacemaker was removed and replaced. This product has been returned. This report will be updated upon analysis completion.